Event description:
Approximately 12 months post index procedure, patient experienced worsening of the peripheral artery disease with gangrene on the right. It was treated with pta. Investigator assessed that the event is unlikely related to the procedure and not related to the study device. Patient recovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (tvr). (B)(4).

Event description:
The patient was treated with two amphirion deep pta balloon catheters to treat a stenotic de novo lesion located in the peroneal artery of the right leg. Approximately 12 months post index procedure the patient underwent pta revascularization. The investigator reported that the event was not related to the study device and unlikely related to the procedure. The patient outcome was resolved.

Event description:
Patient is reported to have suffered aspiration following heavy vomiting and expired. Investigator indicated that the event was not related to the study device or procedure. Death is confirmed to have occurred 2 days following that previously reported.

Manufacturer narrative:
Results: patient condition-predisposed event. Results: device failure/lack of effectiveness related to patient condition. (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (tvr). Evaluation conclusions: known inherent risk of procedure (tvr). (B)(4).

Event description:
Additional information received reported that approximately 16 months post index procedure patient expired due to worsening of gangrene right foot. Investigator indicated that there was no relationship between the event and the study device.

Manufacturer narrative:
(B)(4).